Event description:
On (B)(6), 2010 the patient contacted animas to report she obtained elevated blood glucose readings and was hospitalized. On (B)(6), 2010 the patient obtained blood glucose levels greater than 600 mg/dl and tested positive for ketones. The patient experienced symptoms of nausea, diarrhea, extreme thirst and lethargy. The patient was taken to the hospital and was admitted to the ICU with a diagnosis of dka. The patient received treatment with intravenous insulin. While in the hospital, during the telephone call with customer service, the patient tested her blood glucose level to be 201 mg/dl. The patient's usual blood glucose levels range from 150 mg/dl to 200 mg/dl. Prior to the onset of symptoms, the patient noted she had made no changes to her routine, diet or medications. Troubleshooting revealed the patient rotated her infusion site regularly, there were no issues with the infusion site or infusion set, and the insulin was within opened expiration dating. It was also determined the patient's technique may have been incorrect, in that she used the pump only for correcting her blood glucose levels. Troubleshooting revealed the pump was accurately and correctly delivering insulin. There was no evidence the pump was not functioning appropriately. The patient's technique may have been incorrect in that she used the pump only for correcting blood glucose levels. However, as the patient suffered symptoms and blood glucose levels suggesting severe hyperglycemia and received treatment for dka while using the pump, this complaint is being reported.